Manufacturer narrative:
During the analysis of the handpiece it was found that the push button stuck in due to a dent in the head of the handpiece. In this case the push button gets in contact with the spinning drive assembly, this causes unusual friction and therefore heat up of the head. Root cause for such a dent is a strong hit from outside, e.g. Dropping of the handpiece. To avoid such issues the user instruction contains several warnings and notes: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
Described is that right away after starting the dental handpiece the head heated up and caused a burn on patients lower lip. The size was approximately 3mm in diameter. Dentist applied some vaseline to the burn but there was no medical care necessary. Age of patient is best estimate as dentists office supplied only the value "late twenties".